Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call their sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 445mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer stated that they will treat with the insulin pump and possibly manual shots. The customer was offered troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.